Event description:
Reporter alleged the pt's blood glucose measured 559 mg/dl on the hospital inform system compared to a lab measurement of 191 mg/dl when testing was performed within <10 mins apart. Quality control testing was performed on the inform system and both levels were stated to have passed. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.